Manufacturer narrative:
Preliminary analysis did not reveal any irregularity on the return part (connector part) of the subject lead.

Event description:
During a pacemaker replacement procedure, it was not possible to correctly insert the existing ventricular lead in the ventricular port. According to the doctor, although the distal end of the lead connector was able to enter the port, it could not advance further from a certain point on the proximal side inside the port. For checking purposes, another is-1 lead was inserted into the ventricular port of the device. With this lead, the lead connector was fully inserted into the port with no problems. While the ventricular lead still could not be connected to the new pacemaker, the patient¿s condition became aggravated to an extent that she could not be treated at the institute anymore. As such, after the pacemaker pocket was closed with no pacemaker implanted, the patient was transported to another hospital. The ventricular lead was capped and abandoned in the patient¿s body.

Event description:
During a pacemaker replacement procedure, it was not possible to correctly insert the existing ventricular lead in the ventricular port. According to the doctor, although the distal end of the lead connector was able to enter the port, it could not advance further from a certain point on the proximal side inside the port. For checking purposes, another is-1 lead was inserted into the ventricular port of the device. With this lead, the lead connector was fully inserted into the port with no problems. While the ventricular lead still could not be connected to the new pacemaker, the patient¿s condition became aggravated to an extent that she could not be treated at the institute anymore. As such, after the pacemaker pocket was closed with no pacemaker implanted, the patient was transported to another hospital. The ventricular lead was capped and abandoned in the patient¿s body.

Manufacturer narrative:
(B)(4).

Event description:
During a pacemaker replacement procedure, it was not possible to correctly insert the existing ventricular lead in the ventricular port. According to the doctor, although the distal end of the lead connector was able to enter the port, it could not advance further from a certain point on the proximal side inside the port. For checking purposes, another is-1 lead was inserted into the ventricular port of the device. With this lead, the lead connector was fully inserted into the port with no problems. While the ventricular lead still could not be connected to the new pacemaker, the patient¿s condition became aggravated to an extent that she could not be treated at the institute anymore. As such, after the pacemaker pocket was closed with no pacemaker implanted, the patient was transported to another hospital. The ventricular lead was capped and abandoned in the patient¿s body. Preliminary analysis did not reveal any irregularity on the return part (connector part) of the subject lead.